Event description:
Caller reported that t: slim x2 pump battery would not charge, and the pump screen remained dark without turning on. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by using the tandem charging cable and wall adapter, as well as a different wall adapter, but these efforts were unsuccessful. Technical support planned to send a replacement tandem cable and wall adapter via two-day shipping and would follow up on the situation. In the meantime, if the pump battery depleted before receiving the replacement supplies, the customer was advised to rely on multiple daily injections (mdi). It was determined replacement supplies did not resolve the issue. Cts to replace pump.